Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refv1691 showed three other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in china.

Event description:
It was reported that when preparing to insert the PICC into this patient, the operator inserted the micro-introducer sheath and felt resistance when removing the guide wire. Therefore, it was unable to be removed smoothly. It was reported this occurred with four devices. This report addresses the third device.